Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being disconnected from the mobile power unit upon the patient being found deceased was not confirmed. The system controller (serial number (B)(6) was not returned for analysis, and no log files were provided. Available information for this event indicates that the controller was sent with the patient to mortuary by family and is no longer available, and that the patient¿s death was not thought to be device or therapy related. It is unknown if the patient was in a condition to respond to the no external power alarm that would have occurred due to the controller being fully disconnected from the mobile power unit. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook section 2 ¿how your heart pump works¿ instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii lvas instructions for use section 7 ¿alarms and troubleshooting¿ and the heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage and no external power conditions. To resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Whether the outcome was device or therapy related was not provided. It was later reported that the patient was found deceased in their bathroom, home alone, by a caregiver. The police estimated that the patient had been there all night. There was a hole in the wall from an obvious fall. The system controller was found disconnected from the mobile power unit. The death was not thought to have been device or therapy related.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
B5 narrative information updated. D4 - additional device information updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Details provided on 25sep2025 noted that the log files were not available. The primary system controller was sent with patient to mortuary by family and was no longer available. No products would be returned.